Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31058. It was reported that, during an implant surgery on (B)(6) 2020, the leads could not be advanced to the desired location due to patient anatomy. As a result, the leads were pulled out and the surgery was abandoned.